Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have been involved in a vehicular head on collision which deployed air bag. Customer's blood glucose was 230 mg/dl. Customer reported to have been taken to the emergency room for observation. Customer states that there was a white substance on battery cap which could not be removed and it was not there before accident. Customer had x-rays, but insulin pump remained in the waiting room.